Event description:
It was reported that during a meniscus repair surgery, after t1 of the fast fix device was implanted, t2 fell off from the inserter. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received in the original box with the matching lot number on the label. The t1, was not received. The t2 is still attached to the suture but off the needle. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.